Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. Additional summary indicated that after the can was opened, degradation in pacing amplitude was noted. This was due to a drop in amplitude on the regulated negative power supplies. Battery measurement operations continued to return accurate values during the testing. The lower amplitude observed on the negative supplies was traced to the l409 integrated circuit (ic) in the scsp (u10). The reported inaccurate battery measurement condition could not be reproduced and therefore the cause of the initial failure was not determined. It is unclear why the amplitude on the negative supplies decreased after opening the device. The problem with the negative supplies does not appear to be related to the reported inaccurate battery measurement. The root cause of the lower amplitude on the negative supplies was not determined. Optical inspection of the internal assembly and the scsp did not reveal any obvious anomalies.

Event description:
It was reported that while preparing for the implant, the battery voltage measured 2.68v. The device was not used. No patient complications have been reported as a result of this event.

Event description:
It was reported that while preparing for the implant, the battery voltage measured 2.68v. The device was not used. No patient compli cations have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found the save to disk data file shows the last battery measurement=2.6812. Volts on (B)(4) 2013 is before device recommended replacement time <(><<)>= 2.6251v. <(><<)>end> the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).